Event description:
The patient tested his blood glucose on the suspect device and it was 116 at 9:30 p.m. He did not take any insulin at this time. At 11:30 p.m., he woke up with chest pains and was taken to the hospital. At the hospital, his blood glucose was 977 mg/dl. He was given some type of solution to bring blood glucose levels down. He was admitted for 3 days and released.